Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (won't power up) was confirmed. As received, the monitor was resetting. Upon evaluation, there was damage to multiple components on the defibrillator and computer / analog (ca) boards. The cause of the inability to power on is the damaged components. The cause of the damaged components is high energy traveling to low energy circuitry. The root cause of the high energy cannot be positively identified due to the extent of the damage. No adverse event resulted from the defective monitor.

Event description:
A us distributor contacted zoll to report that a patient's monitor would not power on.